Manufacturer narrative:
(B)(4). Although the reported issue occurred while on a patient, no adverse event has occurred. Based on the reported issue, the device alarmed appropriately during a low power state and was resolved after being connected to an external power source. No cessation in ventilator or operation occurred.

Event description:
The following was reported by the customer through a FDA medwatch: "in mid-(B)(6), the air care unit was transferring a patient to the main hospital. The patient was intubated and on a ventilator in the ICU and was being transferred for continued care. The patient was transferred to the air care unit's (act) stretcher and placed on the act carefusion ltv1200 ventilator. Approximately 3 minutes after placing the patient on the ventilator a low power alert sounded on the ventilator. The ventilator continued to function correctly, all settings remained intact and the alarm was cleared using the alarm reset button. En route to the aircraft the ventilator again alarmed, this time with power failure. This alarm was again cleared and no change in ventilator function occurred. Etco2 remained with good waveform, sp02 was unchanged, and chest rise and fall continued as normal. The ventilator was plugged in to the power source in the aircraft for flight and no further problems arose with the ventilator throughout our care. At the completion of patient care the unit was immediately placed out of service. I then completed a bio-med work order. The destination hospital's bio-med came and took the unit repairs. This unit was found to have melted/ damaged terminals on the external battery power source. Bio-med determined to repair and inspect prior to returning unit to service. No interruption in ventilator operation, no change at all occurred in patient care as a result of these alarms. The ventilator was checked completely 3 hours prior to event per manufacturer's instructions for power supply and no issues were found."